Manufacturer narrative:
The reported event of oversensing was confirmed through the device image. The device was returned in one piece for analysis. The oversensing could not be reproduced in the lab. Visual inspection, telemetry, impedance, sensing, pacing and high voltage output functions of the device were tested to be normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited noise over-sensing. The ICD was explanted and replaced. Patient condition was stable.